Manufacturer narrative:
Additional review indicated conclusion code (B)(4) and patient code (B)(6) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that they were meeting the patient on (B)(6) 2018 to perform a trickle charge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is seeing the reposition antenna screen on their ins recharger (insr) since last week. The patient tried charging their device and kept getting the message of reposition antenna on insr. The last time the patient had stimulation prior to last week. When the patient was asked about their charging schedule, the patient stated that recharging intervals changes depending on how much he is using his ins and is thinking he may have missed it before it went low. The patient tried using their patient programmer and saw the poor communication screen as well. The issue was not resolved through troubleshooting and the caller was redirected to follow up with their healthcare provider (hcp) to have their ins interrogated as the ins is in a discharged state and may need to be restarted again. The patient is reporting having more pain since their ins stopped working. This was a sudden change. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's loss of stimulation reposition antenna screen and poor communication had to do with the patient's difficulty with charging. The patient's programmer was reset and the patient's issues have been resolved. No further information was reported.